Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge appeared to leak at the charging port on the pump. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.